Event description:
It was reported that the patient had a problem with his pump. The medication being delivered via the device system was dilaudid. The patient's daughter stated that the day after the pump was refilled, the patient became confused and "felt like he was under anesthesia." The patient was then admitted to the emergency room. It was reported that the patient's oxygen saturation "went down" and the patient was "more confused". The patient was "getting better but he will have periods of confusion." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.